Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, oversensing was noted on the ventricular lead during capacitor maintenances. Upon device interrogation, short charge time and two non-sustained rv oversensing episodes from the same day were noted. Review of these nsrvo episodes showed short bursts of charging with a double counted r-wave occurring at each charge initiation. Programming changes were recommended. The patient was stable before, during, and after the device interrogation. Device was not reprogrammed. Patient will continue to be monitored. Patient is doing well with no further short charge times recorded.